Event description:
Related manufacturing ref: 2182269-2022-00025. During a one level lumbar facets procedure, a patient burn /blistering occurred at the grounding pad site on the upper thigh. The generator alarmed ''lead one'' all leads were changed. The generator alarmed for a second time, and the leads were moved to port 2. The skin was not prepped and the grounding pad was placed on a hairy part of the upper thigh. No intervention was administered to treat the burn. The patient was discharged and advised to attend urgent care if required.

Manufacturer narrative:
Concomitant device: rf disposable grounding pad.

Manufacturer narrative:
One nt 1100 neurotherm rf generator was received for evaluation. No visual anomalies were detected. Ac power was applied to the rf generator and the system was powered on successfully. All modes (sensory, motor, lesion, and pulsed) were examined in this investigation. Testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected. No hardware anomalies were detected in this investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. No CAPA is required; the root cause of the reported issue could not be confirmed to be a manufacturing, design, or quality system related occurrence. The reported issue will continue to be monitored for trends and reviewed in qdr (quality data review). Based on the information provided to abbott and the investigation performed, the root cause of the field reported event cannot be conclusively determined as no abnormalities were identified. The returned generator functioned as anticipated during the evaluation period.